Event description:
It was reported by clinical team that when they were flushing the line, it was leaking (likely where the guide wire goes through the cap) and drawing air when they pulled back on the syringe. No other information was provided. Additional information received 3/19/2023: it was reported by the customer "with insertion I kept getting air in my syringe and then I saw the saline squirting out of the rubber stopper. Break was external to patient. No delay, negative impact, or harm to patient. Tegaderm was used. Patient is in his 60's."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of available complaint information and an evaluation of the available sample evidence, the following was concluded: the complaint of a leaking t-lock assembly was inconclusive due to the nature of the submitted sample evidence. The product returned for evaluation was one photograph which depicted a PICC t-lock assembly. The picture depicted the septum and t junction. The device had been removed from the catheter. The stylet wire was visible passing through the septum. No obvious damage or leakage was observed. No obvious evidence of leakage was observed during evaluation of the submitted photograph; however, the implicated device could not be thoroughly examined or functionally assessed. Consequently this complaint is inconclusive at this time.

Event description:
It was reported by clinical team that when they were flushing the line, it was leaking (likely where the guide wire goes through the cap) and drawing air when they pulled back on the syringe. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A batch history review (bhr) of regy0762 showed no other similar product complaint(s) from this batch number.